Event description:
It was reported that the patient had a "jerking sensation" that was affecting speech. It was noted that the physician had seen slightly high impedance, along with high thresholds on right atrial (ra) lead. The ra lead was reprogrammed and remains in use. There has not been any further information if this programming relieved the jerkiness. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).